Event description:
Pt was found unresponsive and in full arrest in room with vomitus around mouth. Was in a kci barimaxx bed. It took >30 seconds to lie her flat to begin resuscitation. Contacted kci rep, and was told that these beds do not have a CPR function. Only option is to use electronic controls to lower head of bed, or use manual crank. To lower hob with the electronic control takes 57.87 seconds -timed by kci rep- to go from full upright to flat. This pt was in a near full upright position. It was not possible to get to the crank due to the constraints of size of bed, room, and code team and cart. It was difficult to secure an airway on this pt due to the quantity of vomitus in the upper airway, and need to suction this for intubation. The pt suffered asystolic event associated with aspiration, that led to anoxic encephalopathy, and later care was withdrawn and pt died. It was unk exactly how long the pt had been down before the code event was called, but we do know it was <30 minutes. It is unk, if the delay to lay bed flat contributed to anoxic event. Bed safety test on 4/13/2010.